Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse that the thread of the impactor is too long. The thread sticks out from the cup.

Manufacturer narrative:
This event has been identified as a duplicate of MFR# 0002249697-2016-01733. Investigations and conclusions were documented under MFR# 0002249697-2016-01733.

Event description:
It is reported by the nurse that the thread of the impactor is too long. The thread sticks out from the cup. Update: this event has been identified as a duplicate of MFR# 0002249697-2016-01733. Investigations and conclusions were documented under MFR# 0002249697-2016-01733.